Event description:
The patient contacted animas on (B)(6) 2012 alleging elevated blood glucose (bg) upon waking of 20 mmol/l with extreme thirst. This reported bg elevation does not meet animas¿ criteria of a reportable adverse event. The patient stated he would be able to self-treat for the elevated bg. The patient stated that the tubing of the infusion set had come off of the cartridge at some point during the night, but he does not know how. The patient stated the cartridge cap was secure and still attached to the pump, but the tubing had become unattached from the cartridge through the cartridge cap. The patient stated he was unsure if the tubing was secured to the cartridge prior to becoming disconnected. Troubleshooting revealed there was no damage to the cartridge or the tubing. This complaint is being reported because the disconnected tubing during the night while the patient was sleeping remained unresolved.

Manufacturer narrative:
(B)(6). The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow up #1 submitted: 08/14/2013.device evaluation: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed and no leaks from the luer lock connection, o-rings or anywhere else on the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.